Event description:
It was reported that the patient demonstrated symptoms of bradycardia. It was found that the pacing and sensing functions of the right atrial (ra) lead had worsened. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).